Event description:
The customer contact reported a leak of a chemotherapeutic agent. The option-lok male adapter of a plumset was connected to the clave y-site of the tubing set. The tubing sets were being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time in use, a leak of solution was noted at the clave y-site. The leak of solution was cleaned up per the user facility's protocol. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.